Manufacturer narrative:
Per the clinic, the patient was placed under mac anesthesia on (B)(6) 2023. This report is submitted on october 12, 2023.

Manufacturer narrative:
This report is submitted on august 23, 2023.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2023, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.